Manufacturer narrative:
Medela (B)(4) customer service conducted troubleshooting with the customer, disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. The customer was contacted by a medela (B)(4) complaint handler to get additional information, with no response as of the date of this report. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2019, the customer alleged to medela llc that she was experiencing low suction with her swing breast pump. She further alleged that her doctor put her on medication because her pump was not working.